Event description:
The manufacturer received an allegation that a family member reported the devices' ac power supply was disconnected. A sales rep visited the patient and confirmed the issue. There was no patient harm or injury reported. During the evaluation of the device, the ac power cord was checked and confirmed that it was not, but the coating was damaged, resulting in the wire being exposed. Therefore, the ac power cord was replaced.